Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) patient reported "he noticed that his drainage solution was not clear and there was visible sign of fibrin." During follow-up with the patient's pd nurse it was found the patient was treated with antibiotics (B)(6) 2013 for peritonitis. The patient was not hospitalized.

Manufacturer narrative:
The reported adverse event of peritonitis was confirmed by the patient's pd nurse. The nurse stated the patient has not experienced any additional complications as a result of antibiotic treatment or pd therapy. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.